Event description:
On (B)(6) 2012, the pt reported that the infusion device is restarting on its own and going through the self-test again. The pt was using a new battery cover. During troubleshooting, the pt switched to another new battery cover and the infusion device began working properly. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party o address the issue. The infusion device and battery cover were replaced and requested to be returned for eval.